Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, non-tortuous, and moderately calcified lesion in the proximal coronary artery. A 2.5x23mm xience xpedition stent delivery system failed to cross due to the anatomy and the stent dislodged. The stent was successfully removed with a snare and guiding catheter. A 2.5x23mm non-abbott stent was used to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was not confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to operational context as it is likely the device interacted with the 80% stenosed, non-tortuous, moderately calcified lesion causing the reported failure to advance. Additionally, the investigation was unable to determine a conclusive cause for the reported stent dislodgement as no stent dislodgement was noted during returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.